Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. Review of the device log shows that electrodes were not detected by the device on what appears to be the event. The AED plus does not log exact date/times, so it cannot be determined if this is from the event. If no pads are detected by the device, a valid patient impedance will also not be detected. Without a valid patient impedance, the device will not perform an analysis or record a clinical file. The device passed all testing without duplicating the report. The pads used during the event were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.